Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor gave error alerts. The customer also had high blood glucose. The customer's blood glucose was 424 mg/dl at the time of the incident. The customer¿s current blood glucose was 348 mg/dl. The customer treated with insulin pump. The drive support cap was normal. The customer removed sensor and it was bent. The insulin pump will not be returned for analysis.